Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #4 was removed due to peri-implantitis. Pt had persistent and progressive peri-implantitis. Need bone grafting prior to placement of new implant. Symptoms as a result of the event: inflammation.